Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 02-may-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device of this incident. It was determined that the station experienced slow performance and failed to consistently read fingerprints, requiring multiple attempts before successful authentication. A technical support specialist (tss) deployed the biometric identifier (bio ID) update package (B)(4) version 1.3.0 build 13) and verified that the bio ID sensor was using the latest drivers. The tss confirmed that the "lumidvcsvc" service and senginecore.exe were running as expected and then rebooted the station into application mode. The system functioned as intended after technical support specialist troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es biometric identifier driver failed and required update. However, there were no delays or adverse events or injuries reported based on this event.